Event description:
Additional information received also indicated that when the device was interrogated on (B)(6)-2011 it showed that the last device reset occurred on (B)(6)-2011. The percent used showed 99% and the battery status was ok.

Event description:
Additional information received indicated that interrogation of the neurostimulator was performed. Results showed an impedance value of 370 ohms, 2039 hours of use time and that the lead was programmed to 2-/3+. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that upon interrogation of a brand new neurostimulator, the device showed it had been activated eight times and had over 2000 hours of use. The device had shipping parameters, suggesting it had not been programmed prior to implant. The serial number also did not populate for the neurostimulator. The manufacturer representative noted there were two other similar but varying incidents with devices at the same facility. See manufacturer report #3007566237-2011-09058 and #3007566237-2011-09060 for similar events which occurred at the same facility.